Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient has filed a legal claim. It alleges that patients explant may be in depuys possession. No reason for possible revision has been mentioned. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege the hip has become painful and will require a revision surgery.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has filed a legal claim. It alleges that patients explant may be in depuy's possession. No reason for possible revision has been mentioned. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege the hip has become painful and will require a revision surgery. Doi: (B)(6) 2009 - dor: none reported (left hip) the MDR decision was reversed due to the pending litigation; however, there is no new information that would change the outcome of the investigation. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.